Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at high pacing outputs. It was noted that the patient had an underlying rhythm and experienced pain when paced. Fluoroscopy was performed confirming a lead perforation. A revision procedure was performed wherein the rv lead was repositioned septally. No additional adverse patient effects were reported. This system remains in service.